Event description:
It was reported that a reservoir of a small volume folfusor had particulate matter. The device was filled with fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received for evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Investigation summary: baxter received the unit for evaluation. Visual inspection noted solid white particles approximately 0.72 and 1.64 mm in size, floating in the fluid of the bladder. The particles were in the fluid path. The particles were identified to be acrylic material via fourier transform infrared spectroscopy (ftir) spectrophotometer scanning. The cause could not be determined. A CAPA has been initiated to investigate this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.